Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The xience v is being filed under a separate medwatch report. The device was returned for evaluation and the reported watermelon seeding could not be testing as it was based on operational circumstances. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat restenosis of a xience v stent in the proximal circumflex with heavy tortuosity. Pre-dilatation was performed with a unspecified cutting balloon. The 4.0x12 nc trek dilatation catheter was advanced for post-dilatation without resistance; however, during the first inflation the balloon moved (watermelon seeded). The nc trek was withdrawn from the patient anatomy with slight resistance and the unspecified cutting balloon was used for post-dilatation. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.